Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when performing the preventative maintenance check for the centrimag device, the site found that 1 machine was always at on-battery mode even when the (alternating current) ac power was plugged in. They had replaced the power cable of the machines, plugged the system to a different ac socket, but troubleshooting did not reveal the issue. The fuse was intact and there was no damage to the fuse. The problem persisted and constantly showed it was on battery and no light on the ac power.

Event description:
It was stated on 06sep2024 that the service depot received the console, and after speaking with the engineering team they had come to the conclusion that they were unable to process the console due to it being an old version 1 model. They were unable to interface with the console due to the primary circuit board (pcbs) being an older style. It was also stated that the reported issue of the console always being on battery even when ac was plugged in was not confirmed. The console was able to operate normally on ac power (both at 120vac & 220vac) with no alarms. The installed battery was found to be ok and passed a battery maintenance test. The console was found to be dusty inside but did not affect function. The console was vacuumed cleaned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console not properly receiving ac power was confirmed via the log file that was extracted from the centrimag console during testing. The console was observed to have been power cycled 5 times on 10jul2024 while not in patient use. Shortly after the first two power cycles were performed, a b6: on battery alarm was observed, indicating that the console was not receiving ac power at these times. The console appeared to function as intended throughout the remainder of the data from the third power cycle onward, as the b6 alarms did not reoccur after this point. No other notable events were observed. The returned centrimag console (serial number (B)(6)) was tested alongside a mock loop at the service depot and was able to operate using ac power throughout all testing, and atypical events were unable to be reproduced. The console was returned to the customer site per the customer¿s request. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M, section 7 ¿setting up the system¿) instructs users on how to properly connect the ac power cord to the centrimag console. The 2nd generation centrimag system operating manual (rev. M) section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including alarms associated with the console being on battery power (b6), as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.